Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implanted pump for an unknown indication. The event/difficulty occurred o (B)(6) 2018 during a procedure. The pump and catheter were replaced on (B)(6) 2018 and the customer refused return. The patient reported a lack of drug therapy and no environmental factors were noted. The doctor attempted a rotor study (date unknown) prior to the doctor replacing the pump. During the pump replacement, the doctor noted that he was unable to aspirate from the catheter, which warranted the catheter being replaced as well. It was noted the doctor attempted to aspirate the catheter during surgery and despite multiple attempts, the catheter was completely replaced. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was unable to obtain, not available. The patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated or expected.